Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient requested how to turn their therapy off and agent walked patient through connecting with the interstim therapy application. Therapy was off. Patient said they don't know how the therapy got turned off. The circumstances that led to the reported issue were asked but unknown. Patient was able to turn therapy back on successfully and felt stimulation in their bicycle seat area. Patient noted that they had not felt the stimulation sensation since when they first got the implant and stimulation was adjusted. Agent reviewed information about therpy and external equipment.